Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator. Product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient's lead broke at the "location where it was tunneled in." This occurred in 2008. It was noted that the patient had changed his own medications and was not receiving good therapy. It was further noted that the device was reprogrammed, but the patient still did not receive adequate relief. It was reported that after further investigation, it was confirmed that the patient had a broken lead. The patient outcome was not provided.